Event description:
Lap nephrectomy - "mr majumba inserted bag through port and opened. As specimen was being manoeuvered into bag, string was pulled back and broke. Bag was loose in abdomen and removed. A second bag was deployed and specimen removed." Patient status: normal.

Manufacturer narrative:
Ra has just received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.